Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has high impedances on their lead and the ipg has reached end of life. The patient underwent surgical intervention on (B)(6) 2025 to have a trial lead at a new position and during the procedure the lead was cut. Further intervention may be pending to address this issue.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the remaining portion of the cut lead was explanted, and a new system was implanted.